Event description:
Boston scientific received information from a research scientist that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), this patient developed pulmonary edema. No additional information could be obtained about the immediate resolution to the edema, however at a (B)(6) follow-up the patient had no complaints or further issues to report. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.